Manufacturer narrative:
Other relevant devices are: ixw2020c79xh , s/n: (B)(4); use by date: 06-nov-2010; upn # (B)(4), s/n: (B)(4); use by date: 13-nov-2010; upn # (B)(4), s/n: (B)(4); use by date: 11-nov-2010; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported on an unknown date there was bilateral occlusion of the talent stent grafts. Another manufacturer¿s stent was implanted in the right side of the talent stent grafts. The right side of the talent stent grafts were occluded, however there was collateral blood flow. Per the physician, the cause of the occlusion was related to the patient¿s anatomy, disease progression, poor blood outflow, and arthroscopic vessels. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the occlusion on the right side extended to approximately between 15mm and 20mm distal to the talent stent graft system bifurcation. Internal film review: the exact cause of the talent right limb occlusion could not be determined from the limited films provided. The anatomy at implant is unknown and earlier post-implant films were not available for review. The films returned from 7-½ years post-implant revealed that the talent bifurcate was seen implanted within the neck which was angulated ~90 deg lt-rt at the flow divider relative to the iliac limbs. Both stent graft limb appeared angulated/kinked. The right limb appeared possibly kinked near its origin just below the flow divider, and the right limb and iliac artery were 100% occluded. It is possible that the angulated neck at the flow divider may have led to a substantial right limb kink which resulted in the observed occlusion. It is also possible that this was patient related from the reported disease progression, poor blood outflow, and arthrosporic vessels. If information is provided in the future, a supplemental report will be issued.